Event description:
It was reported that when the device was used during a hemorrhoidectomy, there was an apparent misfire of the device and disfiguration of the circular blade causing only about 50% of the mucosa to be cut and stapled. The remaining 50% of the mucosa became trapped in the device and had to be cut free. The anastomosis was hand sewn to complete the case. There was slight increase in bleeding and pain to the patient.